Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they did not hear beeps after delivering a bolus. The customer's blood glucose value was 332 mg/dl. Other blood glucose value was mentioned was 125 mg/dl. The customer was assisted with troubleshooting and advised to unlock and to disconnect from insulin pump. The insulin pump will not be returned for analysis.